Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation of the aorta, tilt, embedded filter cannot be removed. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, perforation of filter struts outside of the inferior vena cava, perforation of filter struts into organs, tilt and device unable to be retrieved. The patient became aware of the reported events approximately ten years after the index procedure. The patient also experienced fear related to the filter. The form states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided. Additional information received per the medical records indicate that the patient has a history of left ankle surgery with hardware in place, hypertension (htn) and childhood asthma. Four days prior to the index procedure the patient was admitted to the hospital with complaints of shortness of breath, chest pain and a history of cocaine abuse. A computed tomography angiogram of the chest revealed massive bilateral pulmonary emboli (pe). Ultrasound of the lower extremities revealed thrombus of the right popliteal vein. The patient was also noted to have pyuria. The indication for the filter placement was massive bilateral pulmonary embolism (pe). The filter was placed via the right femoral vein. Once the renal veins were identified, the filter was placed under fluoroscopic guidance. Successful insertion of ivc filter was documented and the sheath removed. The patient tolerated the procedure well. Approximately nine months after the index procedure the patient presented with chest pain and shortness of breath (sob). The patient was discharged the same day after a negative workup. Approximately one year and seven months after the index procedure the patient presented with chest pain and headache. The patient was diagnosed with community acquired pneumonia and was discharged two days later. Approximately two years and two months after the index procedure the patient presented to emergency room (ER) with chest pain and sob. Indication for the exam was pe. The patient was diagnose with acute pe and hypertension. A bilateral ultrasound (u/s) was performed and noted no evidence of dvt. Approximately two years and three months after the index procedure the patient was treated for gonococcal urethritis. Approximately two years and four months after the index procedure the patient presented with dull ache in the perineal region. The patient was diagnosed with prostatitis, prescribed antibiotics and discharged. Approximately two years and five months after the index procedure the patient had a lung perfusion scan performed for shortness of breath. The results noted low probability of pe. The patient was discharged the same day. Approximately three years and five months after the index procedure the patient had an abdominal computed tomography (CT) scan for complaints of chest pain. The results noted the presence of gall stones. The following day an ultrasound of the gall bladder noted multiple filling defects. Approximately three years and six months after the index procedure the patient had a cholecystectomy for cholelithiasis. Approximately three years and six months after the index procedure the patient presented to the ER with chest pain. The patient¿s diagnosis was chest wall related and they were discharged the same day. Approximately four years and one month after the index procedure the patient had a chest CT angiogram for chest pain. The results indicated no large acute changes, old pe (right and left side). The patient was diagnosed with costochondritis and discharged. Approximately four years and two months after the index procedure the patient presented to the ER with right side chest discomfort and mild sob. The pain and sob subsided, and the patient was discharged. Approximately four years and eleven months after the index procedure the patient presented to ER with dyspnea and chest pain. The patient had a CT angiogram for chest pain. The results indicated non-opacification of right lower lobe posterior basal segmental pulmonary arteries. This may be acute or chronic pe. The next day the patient underwent peripherally inserted central catheter (PICC) line placement. Two days later a chest x-ray was performed for worsening dyspnea. The results noted a right pleural effusion and patchy zones of atelectasis or pneumonia. A CT scan of the chest was then performed and noted right lower lobe pneumonia and tiny left pleural effusion. Approximately five years and four months after the index procedure the patient presented to the ed with complaints of chest pain. A chest CT angiography was done for hypoxia. The results found no acute abnormalities. Two days later a CT scan of the thoracic spine was performed. The indication status was post motor vehicle accident, again no acute abnormalities were identified. The next day the patient was seen in the ER with chest pain. The patient was diagnosed with costochondritis and discharged the following day. Approximately six years after the index procedure the patient presented to the ER with sob and chest pain. The record noted multiple previous dvt¿s and a previous history of hypertension (no longer on blood pressure medications). The patient was discharged the following day. The impression record states most likely musculoskeletal chest pain. Five days late the patient presented to the clinic with complaints of chest discomfort. The patient admitted not taking anticoagulants. A workup was performed, and the patient was discharged. No findings were reported.   Approximately six years and three months after the index procedure the patient presented to the ER with chest pain. A CT angiogram of the chest noted multiple right lower lobe pulmonary emboli with evidence of right heart strain. The patient was discharged two days later with a diagnosis of multiple right lower lobe segmental pe. Patient admitted to not taking coumadin over the past week prior to admission. The history also noted that the patient previously experienced massive bilateral dvt¿s requiring a thrombectomy. The patient was discharged two day later. The next day the patient returned with severe chest pain. The patient was examined and discharged the same day. The day after that the patient returned with severe chest pain. The patient was examined and discharged the same day with a notation that the chest pain was likely from chronic pe¿s. Approximately six years and four months after the index procedure the patient visited the clinic for a hematology consult. The clinic history notes indicated: that the patient had previous pe and an ivc filter was placed, the patient had bilateral dvt¿s and underwent lytic therapy for clot and a clot in the ivc filter. The patient admittedly was not compliant with anticoagulation therapy. The history also noted the patient previously experienced pe and had an episode of pneumonia around that time. The patient was diagnosed with pe a month prior. Review of previous exams noted: prior doppler u/s for extensive dvt bilateral lower extremities, abdomen and pelvic CT for distended infrarenal ivc and pelvic veins suggesting extensive thrombus, ivc venogram revealed ivc filter was tipped with thrombosis of the cava peripheral to the filter and the pelvic veins (lysis was initiated) and CT pulmonary angiogram a month ago revealed multiple subacute pe. Approximately six years and six months after the index procedure the patient had a consultation for ivc filter removal. A CT scan was performed and showed that the filter was embedded which would be too risky to remove. Approximately six years and six months after the index procedure the patient seen in the ER for right sided flank and back pain. The patient was prescribed muscle relaxants and discharged the same day. Five days later a CT angiogram of the chest for chest pain and sob was done. The results noted significant focal stenosis of the right lower lobe pulmonary artery with complete lack of opacification of the segmental and subsegmental pulmonary arteries of the right lower lobe this may represent acute pe superimposed on chronic pe. Approximately seven years and eight months after the index procedure the patient had bilateral u/s of legs for pain and swelling. The results revealed no dvt on the right, dvt on the left involving the proximal to mid deep femoral and popliteal veins. Eight days later the patient was seen in the ER for complaints of abdominal pain with nausea and vomiting. The patient was diagnosed with gastritis. Two months later the patient was seen for laceration of the right ear. Approximately eight years after the index procedure the patient had bilateral lower extremity u/s to evaluate for dvt. The impression was a small amount of chronic dvt in the left popliteal vein. Three weeks later the patient seen for an asthma attack. Approximately eight years and three months after the index procedure the patient presented to the ER with complaint of chest pain. A head CT head showed no acute abnormality. Chest CT angiogram results noted pulmonary hypertension, an abnormally enlarged right axillary lymph node, chronic pe of the right lower lobe pulmonary artery and subtotal occlusion of smaller right lower lobe pulmonary arteries. Approximately eight years and three months after the index procedure the patient presented to the ER with right flank pain and hematuria. An abdominal CT scan revealed no renal, ureteral or bladder calculi or hydronephrosis. The patient was diagnosed with hemorrhagic cystitis, anticoagulant effect. The patient was discharged the same day. Approximately eight years and eight months after the index procedure the patient presented to the office for back pain after moving a piano. The next week the patient had a follow-up visit for the low back pain. Three months late the patient had an office visit for bilateral leg pain. Four months after that visit the patient was seen in the office for acute back pain. An x-ray was performed and found no acute process. Three weeks after that, the patient was seen in the office for foot pain. The patient was diagnosed as plantar fasciitis. Approximately eight years and eight months after the index procedure the patient the patient presented to the emergency room with chest pain. A CT scan of the chest was performed. The patient was noted to have right lower lobe occlusive thrombus that was seen on prior studies, persists, and not acute pe. The patient was discharged the same day.  Approximately ten years post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan suggested a mild mesenteric perforation of the anterior left lateral strut the aorta and the ivc by approximately 1.5mm. Fracture of one proximal posterior lateral strut. Post cholecystectomy, moderate diffuse tool, small hiatal hernia and small fat containing umbilical hernia.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation of the aorta, tilt, embedded filter cannot be removed. The patient reported becoming aware of fracture, perforation of the inferior vena cava and organs, tilt and device being unable to be retrieved, albeit no documented retrieval attempts were provided, approximately ten years post implant. The patient also reported fear related to the filter. According to the medical records, the patient had a history of left ankle surgery with hardware in place, hypertension and childhood asthma. Four days prior to the index procedure the patient was admitted to the hospital with complaints of shortness of breath, chest pain and a history of cocaine abuse. A computed tomography (CT) angiogram of the chest revealed massive bilateral pulmonary emboli (pe). Ultrasound of the lower extremities revealed thrombus of the right popliteal vein. The patient was also noted to have pyuria. The indication for the filter placement was massive bilateral pe. The filter was placed via the right femoral vein. Once the renal veins were identified, the filter was placed under fluoroscopic guidance. Successful insertion of ivc filter was documented and the sheath removed. The patient tolerated the procedure well. Approximately nine months post implant the patient presented with chest pain and shortness of breath (sob). The patient was discharged the same day after a negative workup. Approximately two years and two months post implant the patient presented to emergency room (ER) with chest pain and sob. Indication for the exam was pe. The patient was diagnosed with acute pe and hypertension. A bilateral ultrasound (u/s) was performed and noted no evidence of dvt. Approximately two years and five months post implant the patient had a lung perfusion scan performed for shortness of breath. The results noted low probability of pe. The patient was discharged the same day. Approximately four years and eleven months post implant the patient presented to ER with dyspnea and chest pain. The patient had a CT angiogram for chest pain. The results indicated non-opacification of right lower lobe posterior basal segmental pulmonary arteries. This may be acute or chronic pe. Approximately six years and three months post implant the patient presented to the ER with chest pain. A CT angiogram of the chest noted multiple right lower lobe pulmonary emboli with evidence of right heart strain. The patient was discharged two days later with a diagnosis of multiple right lower lobe segmental pe. Patient admitted to not taking coumadin over the past week prior to admission. The history also noted that the patient previously experienced massive bilateral dvt¿s requiring a thrombectomy. The patient was discharged two day later. The next day the patient returned with severe chest pain. The patient was examined and discharged the same day. The day after that the patient returned with severe chest pain. The patient was examined and discharged the same day with a notation that the chest pain was likely from chronic pe¿s. Approximately six years and four post implant the patient visited the clinic for a hematology consult. The clinic history notes indicated: that the patient had previous pe and an ivc filter was placed, the patient had bilateral dvt¿s and underwent lytic therapy for clot and a clot in the ivc filter. The patient admittedly was not compliant with anticoagulation therapy. The history also noted the patient previously experienced pe and had an episode of pneumonia around that time. The patient was diagnosed with pe a month prior. Approximately six years and six months post implant the patient had a consultation for ivc filter removal. A CT scan was performed and showed that the filter was embedded which would be too risky to remove. Approximately six years and six months post implant the patient seen in the ER for right sided flank and back pain. The patient was prescribed muscle relaxants and discharged the same day. Five days later a CT angiogram of the chest for chest pain and sob was done. The results noted significant focal stenosis of the right lower lobe pulmonary artery with complete lack of opacification of the segmental and subsegmental pulmonary arteries of the right lower lobe this may represent acute pe superimposed on chronic pe. Approximately seven years and eight months post implant the patient had bilateral u/s of legs for pain and swelling. The results revealed no dvt on the right, dvt on the left involving the proximal to mid deep femoral and popliteal veins. Approximately eight years post implant the patient had bilateral lower extremity u/s to evaluate for dvt. The impression was a small amount of chronic dvt in the left popliteal vein. Approximately eight years and three months post implant the patient presented to the ER with complaint of chest pain. A head CT head showed no acute abnormality. Chest CT angiogram results noted pulmonary hypertension, an abnormally enlarged right axillary lymph node, chronic pe of the right lower lobe pulmonary artery and subtotal occlusion of smaller right lower lobe pulmonary arteries. Approximately eight years and eight months post implant the patient the patient presented to the emergency room with chest pain. A CT scan of the chest was performed. The patient was noted to have right lower lobe occlusive thrombus that was seen on prior studies, persists, and not acute pe. The patient was discharged the same day. Approximately ten years post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan suggested a mild mesenteric perforation of the anterior left lateral strut the aorta and the ivc by approximately 1.5mm. Fracture of one proximal posterior lateral strut. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots and thrombosis and/or occlusion and stenosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Without images or procedural films for review, the reported filter tilt, fracture, ivc perforation and device embedment events could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the filter tilt is unknown. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Pain, swelling and fear do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that this is the initial report for this product. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation of the aorta, tilt, embedded filter cannot be removed. Additional information received per the patient profile form (ppf) states that the patient experienced fracture, perforation of filter struts outside of the inferior vena cava, perforation of filter struts into organs, tilt and device unable to be retrieved. The patient became aware of the reported events approximately ten years after the index procedure. The patient also experienced fear related to the filter. The form states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided. Additional information received per the medical records indicate that the patient has a history of left ankle surgery with hardware in place, hypertension (htn) and childhood asthma. Four days prior to the index procedure the patient was admitted to the hospital with complaints of shortness of breath, chest pain and a history of cocaine abuse. A computed tomography angiogram of the chest revealed massive bilateral pulmonary emboli (pe). Ultrasound of the lower extremities revealed thrombus of the right popliteal vein. The indication for the filter placement was massive bilateral pulmonary embolism (pe). The filter was placed via the right femoral vein. Once the renal veins were identified, the filter was placed under fluoroscopic guidance. Successful insertion of ivc filter was documented and the sheath removed. The patient tolerated the procedure well. Approximately six years and three months after the index procedure the patient presented to the ER with chest pain. A CT angiogram of the chest noted multiple right lower lobe pulmonary emboli with evidence of right heart strain. The patient was discharged two days later with a diagnosis of multiple right lower lobe segmental pe. Patient admitted to not taking coumadin over the past week prior to admission. The history also noted that the patient previously experienced massive bilateral dvt¿s requiring a thrombectomy. The patient was discharged two day later. The next day the patient returned with severe chest pain. The patient was examined and discharged the same day. The day after that the patient returned with severe chest pain. The patient was examined and discharged the same day with a notation that the chest pain was likely from chronic pe¿s. Approximately six years and four months after the index procedure the patient visited the clinic for a hematology consult. The clinic history notes indicated: that the patient had previous pe and an ivc filter was placed, the patient had bilateral dvt¿s and underwent lytic therapy for clot and a clot in the ivc filter. The patient admittedly was not compliant with anticoagulation therapy. Five days later a CT angiogram of the chest for chest pain and sob was done. The results noted significant focal stenosis of the right lower lobe pulmonary artery with complete lack of opacification of the segmental and subsegmental pulmonary arteries of the right lower lobe this may represent acute pe superimposed on chronic pe. Approximately seven years and eight months after the index procedure the patient had bilateral u/s of legs for pain and swelling. The results revealed no dvt on the right, dvt on the left involving the proximal to mid deep femoral and popliteal veins. Approximately eight years after the index procedure the patient had bilateral lower extremity u/s to evaluate for dvt. The impression was a small amount of chronic dvt in the left popliteal vein. Approximately eight years and three months after the index procedure the patient presented to the ER with complaint of chest pain. A head CT head showed no acute abnormality. Chest CT angiogram results noted pulmonary hypertension (related to hx of pe), chronic pe of the right lower lobe pulmonary artery and subtotal occlusion of smaller right lower lobe pulmonary arteries (related to hx of pe). Approximately eight years and eight months after the index procedure the patient the patient presented to the emergency room with chest pain. A CT scan of the chest was performed. The patient was noted to have right lower lobe occlusive thrombus that was seen on prior studies, persists, and not acute pe. The patient was discharged the same day. Approximately ten years post implant a CT scan of the abdomen was performed to evaluate the filter. Results of the scan suggested a mild mesenteric perforation of the anterior left lateral strut the aorta and the ivc by approximately 1.5 mm. Fracture of one proximal posterior lateral strut.